Event description:
A malfunction was reported with code malf 12. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to call back if the issue happened again.